Event description:
It was reported the luer hub/fitting was found cracked during use on the patient. The catheter was implanted in the right internal jugular on (B)(6) 2022 for "regular postoperative hemodialysis". The patient's condition is "fine".

Manufacturer narrative:
(B)(4). The customer returned one connector assembly for analysis. Definite signs of use were observed. Visual analysis revealed lateral cracks on both arterial and venous luer hubs, adjacent to and on the threads. Microscopic examination confirmed the damage and revealed that the cracks are consistent with damage due to repeated over tightening on the luer hubs. The connector assembly was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "flush each catheter lumen with sterile normal saline for injection , to establish patency and prime lumen(s) and flush the irrigation tube." The arterial and venous lines were flushed with a lab inventory syringe, and both flushed as intended. No leaks were observed from the cracks in the luer hubs. A manual tug test confirmed both luer hubs were secure to their respective extension lines. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit warns the user, "repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure." The customer report of a cracked luer hub was confirmed by complaint investigation of the returned sample. The arterial (red) luer hub and the venous (blue) luer hub were both cracked. The appearance of the cracks is consistent with over-tightening on the luer hub. Based on the customer report and the condition of the sample received, unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the luer hub/fitting was found cracked during use on the patient. The catheter was implanted in the right internal jugular on (B)(6) 2022 for "regular postoperative hemodialysis". The patient's condition is "fine".

Manufacturer narrative:
Qn#(B)(4).